Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the ligator head with bands attached, and some bands were moved and overlapped.